Event description:
(B)(4). Extremely concerned that animas vibe suspends visibility to cgm when insulin pump is suspended. During a hypo event (59 mg/dl with downward trend arrow and significant iob), I suspended my basal until I was stable. 10 minutes later, I checked to see where I was trending. Pump screen read "insulin pump suspended. Must resume pump to view cgm data." It was frustrating and dangerous and I believe borders on an adverse event. This is fundamentally not safe. Medtronic's pump does not suspend cgm view during a pump suspend. Animas needs to consider the safety of having patients be told by their hcps to suspend pumps during hypoglycemia to cancel both extended boluses and basal but give them no access to the trending information that would allow them to safely determine when to resume.